Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced in are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery (rfca) and calcified left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior an endovascular aneurysm repair (evar) interventional procedure. Reportedly, no suture was attached when the plunger was removed on two proglide devices in the rcfa and one proglide device in the lcfa. No pull or resistance was felt. The sutures of two new proglide devices were successfully pre-placed at each access site. The sheath was upsized to a 16f sheath in the rcfa and a 12f sheath in the lcfa. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: a total of five proglide devices were used to achieve hemostasis in the rcfa and lcfa all together. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture attached when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.